Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self-test, a21 error test, rewind and displacement test. However, insulin pump alarmed a33 during basic occlusion due to slightly loose drive support disk. Insulin pump received with cracked case at display window corners, case at reservoir tube window corners and reservoir tube window. Insulin pump received with broken belt clip slot. Insulin pump received with minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 153 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.